Event description:
Customer reported device - 405 mg/dl. Customer did not take usual medication because of the higher reading. Customer ate at 8-8:30 am. Customer went to the hosp at 10-10:30 pm. Hosp device = 273 mg/dl. Customer was given and IV and lunch at about 12:30. Customer had 45 units of insulin as well. No controls were used. A request was made for return product and replacement product was sent.